Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited high impedance, high capture threshold, and undersensing. The lead was capped and replaced. No further information was available.